Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on 2018-feb-08 regarding a patient receiving unknown medi cation (dose and concentration unknown) via an implanted infusion pump. The indication for use was unknown. It was reported that the patient requested assistance with the pump device. It was noted that there were issues with the pump and per the patient's wife it was not working. No patient symptoms were reported and no further complications were reported or anticipated.